Manufacturer narrative:
The device was returned to olympus for inspection. Based on the device evaluation, the reported failure error code was not reproduced/confirmed, however, the device image was observed to be snowy/noisy. A definitive root cause of the image issue could not be determined, but it is likely to have been caused by damage to the image sensor unit (such as a broken wire) due to usage stress, external factors, or handling, or by a fault in the electrical board's mounted components (such as ic chips or capacitors). The event can be detected/prevented by following the instructions for use section below: olympus ltf-s190-5/10 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system important information ¿ please read before use precautions should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during set-up of the device, when connecting the flex deflectable videoscope to the video system, an error code e226 occurred. There was no patient involvement, and no harm was reported as a result of the event.